Manufacturer narrative:
(B)(4).

Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing (est) and no parts were replaced. It is not verified that the vent was inoperable, and that a malfunction occurred.